Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: during the product inspection conducted by the repair department, cable flooding was observed from the damaged part of the cable stress boot. Additionally, charged coupled device flooding was identified during the inspection, with the damaged cable stress boot presumed to be the cause. Furthermore, corrosion was identified in the scope mount of the device. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited flooding in the cable and in the charge-coupled device. Additionally, corrosion on the scope mount was detected. There was no patient involvement.